Event description:
It was reported that the device became stuck with the wire. A 2.4mm jetstream xc atherectomy catheter was selected for a patient atherectomy procedure in the superficial femoral artery. During the procedure it was noted that the jetstream catheter could not be removed from the non-bsc guidewire. Both devices had to be removed together. The procedure was completed with a different device. No patient complications were reported. It was further reported that a crossover approach was used to access the in-stent restenosis within the superficial femoral artery. A non-bsc sheath was used. The jetstream catheter became stuck to the non-bsc wire when withdrawing the device out of the patient after the atherectomy procedure. The procedure had been completed without any problems before the device became stuck to the wire.

Event description:
It was reported that the device became stuck with the wire. A 2.4mm jetstream xc atherectomy catheter was selected for a patient atherectomy procedure in the superficial femoral artery. During the procedure, it was noted that the jetstream catheter could not be removed from the non-bsc guidewire. Both devices had to be removed together. The procedure was completed with a different device. No patient complications were reported.